Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the flow sensor was defective on the arctic sun device. The device would sent for repair or major maintenance. Per follow up information received on (B)(6) 2022, the patient was on the device during the malfunction of the device. Due to the flow meter always remaining at 0.0 no therapy could be sustained. Another device was used to finish the therapy. A preventive maintenance has been completed on the device and further evaluation was not necessary. The patient had a brain stem infarct. Per sample evaluation on (B)(6) 2022, water tank was quite dirty from algae growing up inside the water. Those algae caused most likely the problems with the flow and reducing also the efficiency of the circulation and mixing pump.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the flow sensor was defective on the arctic sun device. The device would sent for repair or major maintenance. Per follow up information received on 31aug2022, the patient was on the device during the malfunction of the device. Due to the flow meter always remaining at 0.0 no therapy could be sustained. Another device was used to finish the therapy. A preventive maintenance has been completed on the device and further evaluation was not necessary. The patient had a brain stem infarct. Per sample evaluation on 30aug2022, water tank was quite dirty from algae growing up inside the water. Those algae caused most likely the problems with the flow and reducing also the efficiency of the circulation and mixing pump.